Manufacturer narrative:
G4: 22jan2020. B4: (B)(6). D4: serial number: (B)(6) obtained. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue as a proximal pressure sensor range error. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
It was reported that the unit declared a patient circuit occlusion alarm. There was no patient involvement.

Manufacturer narrative:
G4: 31mar2020. B4: 01apr2020. The gas delivery system (gds) was returned for failure analysis. The data acquisition (da) board and solenoid were missing. There was no sign of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.